Event description:
It was reported that during generator replacement surgery on (B)(6) 2014, the vns patient¿s replacement generator was tested with the existing lead and diagnostic results revealed high impedance. Pre-operative diagnostic results showed lead impedance within normal limits. The surgeon performed generator diagnostics with the replacement generator and a test resistor which showed normal lead impedance. The surgeon elected to end the procedure with the replacement generator implanted despite the high impedance observation. The lead was not replaced. No known surgical interventions for the high impedance observation have occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The vns patient¿s x-ray report was received indicating that x-rays were unremarkable. X-rays were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires could not be assessed due to the quality of the images. The lead connector pin appears fully inserted into the generator connector block. A large portion of the lead could not be assessed due to the quality of the images. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance remains unknown. Attempts for additional relevant information have been unsuccessful to date.